Event description:
It was reported that the programmer was slow to turn on, and would then go through multiple screens and multiple languages prior to actually booting up. Additionally, during a patient session telemetry with an implanted monitoring device was lost and the device was unable to be re-interrogated. It was unable to be determined whether this issue was with the radio frequency programmer head or with the programmer itself, and both were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer was slow to turn on, and would then go through multiple screens and multiple languages prior to actually booting up. The hard drive was replaced and software was loaded and updated. Device now boots correctly and interrogates devices with no fault found. (B)(4): product ID 2067 radiofrequency head. (B)(4).